Event description:
It was reported that the drill is having difficulty at moving inside of the handpiece: it appears that the snaplock is loose. No case involved. Results of the investigation have concluded that the snaplock assembly was damaged, which makes it a reportable event.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, had an issue when the drill had difficulty moving inside of handpiece and snap lock is loose prior to a procedure on (B)(6) 2016. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The bearings at the end of the snap lock were loose. The bearing nearest the gears were slid down and made contact with the lead screw gear. This most likely caused excessive friction and prevented the snap lock from moving at the 40% homing torque. The root cause of this issue was found to be undetermined. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports.